Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable low ise indirect gen.2 sodium results for an unknown number of patient samples and then received complaints and questions about the results from physicians. The customer repeated an unknown number of patient samples and the repeat results were 5-8 mmol/l different than the initial results. The customer was not sure which cobas 6000 c (501) module generated the erroneous results. Refer to the medwatchs with patient identifiers (B)(6). Data was provided for one patient sample as an example. The initial result was 134 mmol/l. The repeat prior to recalibration was 135 mmol/l and the repeat result after recalibration was 140 mmol/l. The erroneous result was reported outside of the laboratory. The customer was not aware of any adverse event. The electrode lot number and expiration date were requested but were not provided. Calibration and qc results were acceptable at time of the initial testing. The field service representative could not find a cause. He checked patient results and monitored the issue for two days with no issues. He ran precision testing which passed.